Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer family member reported via call that the customer admitted to emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Customer's blood glucose level was 539 mg/dl at the time of incident and at the time of call 243 mg/dl. Customer arrived at the emergency room and not wearing a insulin pump. Customer lost her glucometer, and ran out of supplies 3 or 4 weeks ago, and had off the insulin pump as a result, and customer did not supplies to give herself manual injections as well. Customer reported that the insulin pump system not in use within 48 hours of reported high blood glucose event, because insulin pump ran out of supplies. Customer treated with intravenous insulin drip. The insulin pump will not be returned for analysis.